Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an attempted right ventricular (rv) lead was difficult to place and exhibited suboptimal sensing, high impedance, inability to capture and high thresholds. A different rv lead was successfully placed with optimal readings. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned, analyzed and it was found the outer insulation of the lead was extrinsically breached due to a tear, cut, pulling/stretching/overstress. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Blood was also found on the proximal conductor of the lead and it was not obstructed. The distal lv (low voltage) electrode of the lead was covered in blood. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. A visual summary analysis of the lead indicated damage at implant, visual summary analysis of the lead indicated stretching. The electrical resistance and cross continuity and helix function test results were within specification. Visual analysis found the lead returned has been stretched, outer insulation torn (extrinsic) and there was a lot of blood along the length. The insulation breached did relate to the electrical complaint and it happened during the implant attempt.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.